Manufacturer narrative:
(B)(4). Handle was not received with the reload.

Event description:
According to the reporter, during a sub total gastrectomy procedure, during the resection of the stomach, the surgeon tried to fire the device with the reload. However, the surgeon clamped the tissue and pushed the green button, but could not fire. The reload was replaced with a new one and the firing was successful. The procedure was completed with another device. The status of the patient is no problem. The staple line was incomplete. To fix the incomplete staple line, tissue was resected and the line was re-stapled.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it had a full complement and was engaged in interlock with the jaws open. Functional testing noted that the instrument was fired without issue. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.